Event description:
This rv lead was implanted on (B)(6)2007 and remains implanted. During device changeout on (B)(6)2011, another rv lead was attempted to be implanted for an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).